Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted and will not be returned as they were kept by the medical facility.